Manufacturer narrative:
Medical device expiration date: unknown. Additional initial reporter email address: (B)(6). Device manufacture date: unknown. Investigation summary: as a valid lot number and samples were unavailable for return, a complete investigation could not be performed. Investigation conclusion: complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 needle broke and leaked on 42 occasions. The following information was provided by the initial reporter: particles in some syringes, others leaked and some kept bubbling after vaccine was drawn. Another needle broke as it was pushed through the vial bung.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 needle broke and leaked on 42 occasions. The following information was provided by the initial reporter: particles in some syringes, others leaked and some kept bubbling after vaccine was drawn. Another needle broke as it was pushed through the vial bung.

Manufacturer narrative:
H6: investigation summary to aid in the investigation of this incident, a picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, a syringe without the cannula can be observed. Per the provided feedback, we understand that this defect occurred during use. Without the affected sample, we are unable to identify an exact cause for the damage. As a lot number was unknown for this incident, a review of the production history records could not be performed. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.